Manufacturer narrative:
Covidien reference number: (B)(4). The device was forcibly turned off, rebooted and the display froze at the six picture screen. Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed.

Event description:
It was reported that a patient was transferred to a different ventilator. The device continued ventilating/cycling. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a failure investigation, the third party returned a sbc (single board computer) board. Investigation was performed on the returned component but the alleged malfunction could not be confirmed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.